Event description:
The manufacturer received information alleging trilogy 100 critical ventilator service required alarms occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Both internal speakers failed, and the charger chip failed resulting in the inability to use batteries. The device's system printed circuit assembly board and central processing unit board required replacement to address the issues. However, no repairs were completed because the device was not needed for inventory and was scrapped.